Event description:
It was reported that this patient presented to the emergency room after receiving an inappropriate shock. Episode review noted t-wave oversensing (twos) and the presenting electrocardiograms had a different morphology then past data. Morphology had a positive and then a negative deflection and one year ago, just a positive reflection was noted. Small amplitude measurements were observed previously and were still observed currently. The device was reprogrammed to primary 1x. A boston scientific technical services suggested the patient follow up with her electrophysiologist. No adverse patient effects were reported. It was reported that this device was subsequently explanted for normal battery depletion and was returned for evaluation. A boston scientific replacement device was successfully implanted. No adverse patient effects were reported.